Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was insect contamination on the battery pca and throughout the charger. The root cause for the contamination was ingress of insects. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a battery charger was unable to charge batteries.